Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an insulin flow blocked alarm during therapy due to bent cannula event on 28-feb-2026. The site of insertion was abdomen. The infusion set was in use for one day. No further information available.